Manufacturer narrative:
The event date is approximate.

Event description:
A consumer reported that their son was brushing teeth using essence+ power tooth brush and the shaft broken. No injury or property damage was reported.

Manufacturer narrative:
D2a: revised common device name from sonicare powered toothbrush to essence+ powered toothbrush. H1: revised type of reported complaint from anticipated serious injury to product problem. D4: revised lot # from not applicable (na) to no information (ni). Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.